Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced handles, front/rear cases, latch, lt/rt iuis, lock label, lock, wiper seal, lens. Calibrated. A review of the device history record for (B)(4) was performed from date of manufacture 12/20/2006 to present date 12/11/2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device needs new handles and that the "lock assembly hangs out needs a couple of screws". There was no patient involvement.